Event description:
It was reported that the home patient (hp) saw some air bubbles in the patient line while troubleshooting for an unrelated alarm. The technical service representative (tsr) assisted the hp with ending the therapy and advised the hp to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional or relevant information becomes available, a supplemental report will be submitted.